Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The physician suspected malfunction with the ipg and explanted the device.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The physician suspected malfunction with the ipg and explanted the device.

Manufacturer narrative:
Additional information was received that the patient is doing well after the explant surgery. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.